Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix disengaged from helical channel. There was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that at implant, the helix on the lead would not extend. After 17 turns of the mechanism the helix still did not deploy. The lead was removed from the patient and attempted helix extension showed no movement of the helix. A different lead was implanted. There were no patient complications as a result of this event.